Event description:
A pt reported that he was getting incorrect low readings. His blood sugar using the name brand product was 365 and using the strips, it as 120. The pt became suspicious after seeing his physician. The rptr stated that this was the third pt complaint. Four months ago, the rptr submitted a similar report.